Event description:
A pt's spouse (name not disclosed) reported experiencing inaccurate results w/ a surestep meter. The pt's blood glucose results were 366 and 467 mg/dl. Tests were done 5 minutes apart with a difference of 21%. Patient did not experience any adverse events. The spouse had contacted lfs because they did not understand what hi means. On other days pt had obtained hi. Results discussed, meter replaced, and spouse advised to discuss elevated results with a physician. No further info has been reported.